Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, g.2, h.3, h.6. Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, deformation, weight within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right-side "capsular contracture, baker grade iii", "hematoma", and "infection". Patient reported "(implant) never dropped, is hard, and has an extra bubble on top." Patient additionally reported that a month after implantation she began to experience "redness, area was hot to the touch and a sharp pain all the way to the nipple" that was diagnosed by a local physician as an infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade IV. Device remains implanted.